Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was the transmitter and app were unable to complete a data transfer. No additional event or patient information is available.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately on (B)(6) 2025, on the afternoon of her granddaughter¿s graduation, the patient got up from her seat and fell down the bleachers without experiencing any prior symptoms. School personnel called emergency medical services (ems) and when they arrived, the patient¿s bg meter reading was below 50 mg/dl. The patient reported not receiving any alert or notification from her dexcom mobile app alerting her to her hypoglycemic state. The cgm value at this time could not be recalled. The patient was treated with an unspecified IV drip and ¿sugar¿ and transported to the emergency room (ER). At the ER, the patient had an x-ray done, as well as (6) stitches placed above her left eyebrow. She was also given oxycodone and tylenol for pain. The patient was discharged the following evening, on (B)(6) 2025 (over 24 hours) with a bg meter reading of 129 mg/dl. The patient was ¿fine and well¿ at the time of report. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.